Manufacturer narrative:
The device passed testing. During a review of the device history at the service center, a s321 (motor error-pmc, left) was noted. Although the device passed testing, the probable cause of the customer's reported s321 malfunction alarm code was due to a broken encoder on the channel a plunger motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.